Event description:
Philips received a complaint on the v60 ventilator, indicating that there was a check vent: proximal pressure sensor auto zero failed error code. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that they had recently replaced the v60 flow sensor assembly. The customer biomedical engineer (bme) reported that the proximal pressure was not measured and that the pressure related alarms were compromised due to the device issue. The rse advised the bme to remove the data acquisition (da) printed circuit board assembly (pcba) and confirm the alignment between the solenoids and the da pcba. The customer bme informed the rse that the reseating of the da pcba resolved the reported problem. In a good faith effort (gfe) response from the customer received on (B)(6) 2024, it was clarified that the device issue occurred while outside of clinical use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.